Event description:
In 3/2005 (7 days post-treatment) the pt presented at the ER with poor, p.o. Intake, dehydration, nausea and vommiting, judged possibly related to therasphere treatment. Hydratedvia IV fluids. In 03/2005 discharged. 18 days post-treatment) re-admitted to the hosp with poor po. Intake, dehydration and nausea judged possibly related to theraspher. The pt was given fluid resuscitation placed on tube feed. In 04/2005 received two units of packed rbcs. Next day the pt was discharged with hospice orders. Two days later the pt expired due to natural progression of disease.